Event description:
Healthcare professional reported 2 days after injection with juvederm ultra plus xc in oral commissures and nasolabial folds and juvederm voluma midface including the buccal area, infraorbital area, and lateral malar area patient developed "lumps and fibrosis on the face", induration, pain on the right side of the face, erythema, and tenderness on palpation. Upon assessment, the healthcare professional established possible clinical diagnoses of "inflammation/edema/hematoma due to cannula insertion". Patient was prescribed augmentation, "kineto forte", and "vizylac", and "omnicotyl". Two days after symptom onset patient developed a "hard mass" where the juvederm voluma was injected as well as swelling and a fever. After assessment the healthcare professional believed patient had a hypersensitivity to "ha"; additionally an infection "was established clinically". Patient additionally treated with "hylase" and corticosteroids. Approximately 2.5 weeks after symptom onset during the course of a biopsy pus was drained from the site. Symptoms ongoing.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "edema, nodule skin, inflammation, induration, pain, infection, erythema, fever, hypersensitivity, hematoma, and pus" are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: precaution for use - as a matter of general principle, injection of a medical device is associated with a risk of infection. Undesirable effects - the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which can be associated with itching or pain on pressure or both, occurring after the injection. These injections may last for a week. Hematomas. Induration or nodules at the injection site. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine have been reported. It is therefore advisable to take these potential risks into account. Any other undesirable side effects associated with injection of the product must be reported to the distributor and/or to the MFR.